Event description:
It was reported while attempting to peel the peel-away sheath, one side of the white sheath hub broke off. Clinician used the leverage of the PICC and one white wing to continue to peel the sheath even though the other white hub broke off. Procedure completed without needing to drop an additional sheath. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed, and several findings were identified. Without the device to evaluate, it cannot be confirmed whether the findings are relevant to this investigation. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported while attempting to peel the peel-away sheath, one side of the white sheath hub broke off. Clinician used the leverage of the PICC and one white wing to continue to peel the sheath even though the other white hub broke off. Procedure completed without needing to drop an additional sheath. The patient's condition is reported as fine.